Event description:
A greenfield filter was implanted on (B)(6) 2003. On (B)(6) 2012 a caval thrombus was observed and patient sustained deep vein thrombosis. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2003. On (B)(6) 2012 a caval thrombus was observed and patient sustained deep vein thrombosis. No further patient complications were reported. On (B)(6) 2003, the patient presented to the emergency room with upper abdominal pain and was sent immediately for placement of a greenfield caval umbrella for therapy of her multiple pulmonary emboli. She immediately began improving after the placement of the greenfield filter and was admitted to the hospital. On (B)(6) 2003, an computed tomography (CT) of the abdomen and pelvis noted the ivc filter in place. On (B)(6) 2003, the patient was discharged from the hospital. On (B)(6) 2012, the patient presented with complaints of difficulty to ambulate due to pain and swelling in the right leg, chromic dvt and ivc filter, MRI negative per medical doctor report. (B)(6) 2012 it was noted that an mr (B)(6) showed that the patient had ivc thrombosis well below the ivc filter, bilateral common iliac vein thromboses, right external and internal iliac vein thrombosis, and right lower extremity dvt as well. The patient had received lovenox therapy. The patient was recommended to be continued on heparin, coumadin regimen figured (but this was noted to be potentially difficult due to prior bowel surgeries), physical therapy (pt), and pain control. It was additionally recommended that the patient would need a vascular consultation to see if anything could be done about the extensive clot burden and what to do with the patients chronic ivc filter. On (B)(6) 2012 an oc spine lumbosacral revealed that there were two ivc filters noted. The apex of the more superiorly positioned filter was located at the level of l1. On (B)(6) 2012 an MRI of the lumbar spine revealed that there was susceptibility artifact caused by the vena caval filter. Inferior to this, just above the bifurcation, the ivc was filled up with the homogeneously t2 hypointense thrombus. There was typical enhancement of the vena cava wall. Low signal intensity thrombus also completely filled the mildly expanded the common iliac veins bilaterally. There was typical wall enhancement. On (B)(6) 2012, the patient was discharged from the hospital. No further patient complications were reported in relation to this event.